Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot number of w3208 - lot no: mdk064. A manufacturing record evaluation was performed for the finished device lot number mdk064, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Two failed suture needles were submitted for fractographic evaluation to assess the fracture mode of the failures. A fracture was observed at the suture attachment and tip of the second needle. A microscope as used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of revealed the fractures were all composed of microvoid coalescence, which is evidence of a ductile overload failures. These were ductile fractures. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the evidence of this examination, the breakage occurred at the attachment and tip area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle broke during use. Another device was used to complete the procedure. There were no patient consequences reported.